Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite infusion set was separated the following information was received by the initial reporter with the following: xxx so you are aware incase it comes up at dsb or anyone asks about it a primary line had a break in infusion while giving saline to a patient see email below. So far it sounds like only one had any issue but I let xxx know to let me know if anymore cause any issues incase, we have a bad lot or something.

Manufacturer narrative:
The customer reported the tubing became detached, and returned one sample of material 2420-0007, lot 24066757. Upon initial visual examination, the set verified the complaint of separation at the male luer. The tubing was examined under a microscope, and insufficient solvent was found. The manufacturing site found the root cause for the tubing separation to be related to incorrect solvent assembly. An action was issued by the plant on 05aug2025 to include the rico leak test equipment for assembly personnel to perform the test and catch issues before release. Device history record review for model 2420-0007 lot number 24066757 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24jun2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Additional information received on 23aug: saline leaked on the pt and back flow of blood in pt catheter when tubing became disconnected. Spiros was connected to end of pt IV line but once tubing became disconnected the functionality of the spiros was ineffective. No injury to pt, potential harm to pt/staff/environment if chemo was infusing. The issue resulted in leaking of normal saline onto the patient.